Event description:
On 13-Jul-2026, an FDA MedSun notification was received via email. A facility representative reported that during a shoulder arthroscopy performed in (b)(6) 2026, a piece of coating appeared to separate from an AR-9831 Apollo RF i90 Aspirating Ablator 90° and enter the patient's shoulder joint. The foreign material was observed during the procedure and was successfully retrieved by the surgeon. The retrieved piece reportedly corresponded to an area of damage observed on the device. Facility personnel reported that the area appeared consistent with material having been scraped from the device, possibly following contact with the arthroscope.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.